Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.

Event description:
The nurse noted IV catheter to be leaking. The IV catheter was not taped and the hub broke away from the catheter which stayed in pt. The nurse was able to pull the catheter out by small piece that was still visible.